Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021 during an unknown procedure, one (1) screwdriver was dull and one (1) screwdriver tip could not properly grip the screws. There is no further information available. Concomitant medical products: unknown screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) 1.1mm drill bit/mqc/75mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B5 d9 h3, h6: part # 03.114.007 synthes lot # u352764 supplier lot # u352764 release to warehouse date: 14 sep 2020 supplier: orchid unique review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Visual inspection: the drill bit 1.1 l75/61 2flute (p/n: 03.114.007, lot # u352764) was returned and received at us customer quality (cq). Upon visual inspection it was observed that the distal end of the drill bit is bent. No other issues were identified with the returned components of the device. Functional test: functional test cannot be performed as the device was returned by itself. However, the bent distal tip of the device might have contributed to the reported will not cut / dull condition. Document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed - 1.1 mm diax 75 mm drill bit dimensional inspection no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Complaint confirmed? Yes the complaint is confirmed for the bent condition. Investigation conclusion the complaint condition was confirmed for the drill bit 1.1 l75/61 2flute (p/n: 03.114.007, lot # u352764) due to the bent condition. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. The potential root cause could be due to unintended force used on the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a procedure to treat fractured phalanges. The surgery was completed successfully with a five (5) minute delay.